Manufacturer narrative:
Preliminary evaluation and testing revealed that the returned battery contained a faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. This event relates to the fsca z-1607-2014 issued by heartware, inc. For this matter. This is one of two reports (3007042319-2014-00677 and 3007042319-2014-00678) submitted for devices related to the same event. Evaluation in progress.

Event description:
Approximately three years and six months post hvad implantation, the site reported that the patient's battery was not holding charge. The battery was removed from the patient and a new battery was supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The batteries were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the batteries revealed no signs of physical damage or contamination. (B)(4) failed functional testing due to the device exceeding its useful life of 375 charge/discharge cycles. Additionally, functional testing revealed that (B)(4) and (B)(4) contained a faulty cell pair. An internal investigation (CAPA) has been opened to address the issue. This is one of two reports (3007042319-2014-00677, -2014-00678) submitted for devices related to the same event.